Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to swap the graphic user interface cpu pcb to isolate the problem. Covidien was not authorized to service the device.